Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient's physician that the patient had a prolonged stay in the intensive care unit (ICU) following the replacement procedure. Approximately two week's post implant of this device, a permanent pacemaker was implanted due to bradycardia. No direct relationship between the device and these symptoms was specified. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.